Event description:
Caller reported a malfunction on the pump, identified as code 199, with tandem source confirming this as a pump malfunction. There was no notable event before the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, which resolved the issue as the same malfunction did not recur. Customer was advised to continue using the pump and to contact technical support again if any issues arise.